Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a lead revision on 01apr2021 to address an autoreducing issue (reference reg report: 1627487-2021-13304, 3006705815-2021-01853). During the procedure, the new leads were fully inserted to the patient's ipg but were unable to deliver current/therapy. In turn, the ipg was explanted and replaced during the procedure. Effective therapy was established post-operatively.